Event description:
Clinic notes dated (B)(6) 2013 were received, which indicate the patient experienced an increase in seizures. The notes state that the patient has done best thus far with the combination of vns and her klonopin medication. The patient seizures have started to increase. Last month, the patient had six seizures total. Generally, the patient's seizures are occurring when she is very drowsy or while she is asleep. In the past, the seizures have responded to swiping the magnet; however, they have not been responding as much. Behaviorally, the patient is starting to have more frustration. Interrogation of the vns device showed that the settings remained the same; however, the ifi (intensified follow-up) flag was observed indicating low battery life. The notes indicate the patient is not functioning in the 18% of battery life. Following the vns implant, the patient's seizures reduced in frequency and severity significantly. Overall, the patient's seizures lessened to two per month. The patient was seen by the nurse in (B)(6) 2012 who made an adjustment to the vns due to an increase in seizures above baseline (to four seizures per month. The patient's mother contacted the office in may as well due to an increase in seizures. The mother contacted the office again on (B)(6), due to the patient having three seizures in two days time. However, on this date, the vns interrogation showed that the device was not at end of service and lead impedance was okay. The patient's vns generator was replaced on (B)(6) 2013. The explanted device was returned to the manufacturer and is pending product analysis.

Event description:
Analysis of the generator was completed on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator. The nurse practitioner reported that she does not normally follow the patient and cannot answer any questions.